Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported failure in flow transducer test during pre-use check was reproduced during our tests of the returned oxygen gas module in our reference ventilator. It was revealed that the oxygen gas module delivered slightly less oxygen gas than expected. After recalibration of the oxygen gas module in our production test system for the gas module, the gas module passed all tests. A probable cause is a drift in the electronics inside the gas module. If this failure happens during ventilation, the patient may receive a slightly lower amount of oxygen in the gas mixture than expected. A lower pressure may also be generated. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2017. Why the electronics has drifted, could not be determined in this investigation.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).